Event description:
Device report from (B)(4) reported an event discussed in a journal article from (B)(4); patient experienced back out of helical blade and nonunion. Bony union was not obtained and autologous bone grafting was performed 7 months postoperatively. Low-intensity pulsed ultrasound and hyperbaric oxygen therapy were performed to enhance healing. Radiograph showed back out of helical blade and fracture nonunion. The authors performed exchange nailing supplemented with transplantation of peripheral blood cd34-positive cells and autologous bone grafting. The transplantation of peripheral blood cd34-positive cells is a part of a clinical trial for the enhancement of bone healing approved by (B)(4). Radiographic bony union was completed 9 months postoperatively. This is the second of two reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.